Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the audio bolus button was intact without damage. On testing, the audio bolus button had normal response. The audio bolus button cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button unit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked from the top to the bumper pad. Additionally, the cartridge compartment was noted to be cracked.